Event description:
High shock impedance reported by implant on trend data. No noise seen on lead. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.